Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 20 - 600 mg/dl. The customer required assistance from partner to treat bg level via a glucagon injection, and called for paramedics. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, saline, and dextrose. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, customer was using humalog for over 48 hours. Reportedly, the customer continued to use the pump for insulin delivery until the replacement pump arrived.